Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the customer reported t it has been clarified that the initially claimed system shutdown, has been caused by liquid ingress into device. The expiratory channel, monitoring and control boards were contaminated with liquid. It has been confirmed by attached photo. Within flow unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The anesthesia workstation is designed to fulfil ip21 degree of protection against ingress of water and particulate matter as per iec 60529. The cause of this issue has been classified as accidental damage. The root cause to the reported issue has not been determined. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #, d1 - brand name - previous brand name: flow-I, corrected brand name: flow-I c20 anesthesia system. D4 - version or model # - previous version or model #. Flow-I c20. Corrected version or model #: 6888520 h3 other text : 4114.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia system shutdown during treatment. There was no patient harm. Manufacturer's reference #: (B)(4).